Event description:
It was reported that this deep brain stimulation (dbs) system was explanted due to the elective replacement indicator message was received. Explanted device will not return due to facility policy. No additional adverse patient effects were reported.